Manufacturer narrative:
Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a roux-en-y procedure. The anvil detached from the tube while pulling through the stomach. The anvil disengaged into the patient cavity and was retrieved trans orally through the gastroenterostomy by using the suture reel on the device. To complete the procedure, another device was used. No known impact or consequence to patient.